Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
During back light check, there was a portion of the panel that was not lit due to being damaged. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that there was a black ribbon across the screen of the insulin pump. Customer stated that the display screen was bleeding. Customer's most recent blood glucose reading was 125 mg/dl. No further information reported.